Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b.5., b.6., d6b., h.6.

Event description:
Patient reported "fluid around breasts" and "exchange of textured devices due to product concern". Patient later reported "fluid with stuff in there" via ultrasound/mammogram. Patient later reported "large amount of fluid outside of device, sharp chest pain, swollen, and tender". Patient later reported "tight, swollen and tender". Healthcare professional later reported and confirmed "fluid collection around implants" and "capsular contracture baker grade unknown". Healthcare professional later confirmed "fluid around breasts", "exchange of textured devices due to product concern", "large amount of fluid outside of device, sharp chest pain, swollen, and tender", "tight, swollen and tender". This record is for the left side. Device was explanted.

Event description:
Patient reported "fluid around breasts" and "exchange of textured devices due to product concern". Patient later reported "fluid with stuff in there" via ultrasound/mammogram. Patient later reported "large amount of fluid outside of device, sharp chest pain, swollen, and tender". Patient later reported "tight, swollen and tender". Healthcare professional later reported and confirmed "fluid collection around implants" and "capsular contracture baker grade unknown". Healthcare professional later confirmed "fluid around breasts", "exchange of textured devices due to product concern", "large amount of fluid outside of device, sharp chest pain, swollen, and tender", "tight, swollen and tender". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ breast pain: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ chest pain: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and observed broken device were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.

Event description:
Patient reported "fluid around breasts" and "exchange of textured devices due to product concern". Patient later reported "fluid with stuff in there" via ultrasound/mammogram. Patient later reported "large amount of fluid outside of device, sharp chest pain, swollen, and tender". Patient later reported "tight, swollen and tender". Healthcare professional later reported and confirmed "fluid collection around implants" and "capsular contracture baker grade unknown" this record is for the left side. Device remains implanted.